Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
Attorney alleges as result of lead, patient "sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses. A defective sprint fidelis 6949 was implanted in [patient]." Further alleges patient "suffered severe physical and emotional injuries, pain and suffering, medical expenses, and loss of enjoyment of life" and "on (B)(6) 2008, (patient) died of acute myocardial infarction." Review of public database verified patient death and review of manufacturer's database verified that a sprint fidelis lead was not implanted in the patient at the time of death. There is no allegation from a health care professional that the death was device related.